Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer reports were duplicated and attributed to defective analog board and a defective integrated circuit on the pace/defib engine board. The pace/defib engine board and the analog board will be replaced to resolve the report. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled" and "ECG disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.